Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the blood glucose monitor provided incorrect bolus advice. The customer's blood glucose was below target, and the monitor recommended a bolus of 3.5 i.u. No further details were provided. No adverse event was reported. The alleged product was requested for evaluation.